Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 pairing issues with the ilet, including entry of an incorrect pairing code and subsequent sensor signal loss to the ilet, which resulted in prolonged lack of cgm data and hyperglycemia up to 314 mg/dl; blood was observed at a sensor site and the user lacked a replacement sensor. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact to glucose control without medical intervention or hospitalization. Investigation included guided troubleshooting to re-pair the sensor, device restarts, mode adjustments to manage glucose without cgm data, and transfer to dexcom for sensor replacement and connectivity support. Investigation of this case revealed incorrect pairing code entry and cgm-to-pump communication loss, with no ilet alerts generated during the cgm outage and no pump hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to pairing and external cgm connectivity issues were the most probable causes.